Manufacturer narrative:
Concomitant medical products: 419588 lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's vein was occluded. The patient was referred for extraction of an abandoned right ventricular (rv) lead and possible extraction of the active left ventricular (lv) lead. The abandoned rv lead remains in the patient. The active rv, lv and right atrial (ra) leads remain in use. No further patient complications have been reported as a result of this event.